Event description:
"Four - five small blisters after titan treatment".

Manufacturer narrative:
The user facility initially reported that the area was "healing well" and did not require intervention. (B)(6) 2012, user facility reported that pt required medical intervention.